Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
Reason for revision was due to infection. Patient had a revision in the past for a wash out and a head and liner exchange. Patient was experiences infection symptoms early after primary surgery. They performed the washout to try and clear the infection without having to remove the stem and cup. During the revision, all components were removed (as listed in impacted products) and a cemented cup and cemented stem were implanted as a spacer for the meantime. This patient will be back in a few months once the infection has cleared so the definitive prosthesis can be implanted. A 36 revision ceramic head was also removed but I was unable to retrieve the lot number.